Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was ruptured on the third day of being used and was confirmed having a leakage but could not find the visible hole. The patient was re-cannulated.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event leak at inflation line was confirmed. A visual inspection was performed, and it was observed the inflation line presents cuts. An inflation/deflation test was performed, air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. All manufacturing controls were found acceptable and effective to detect the reported event. Instructions for use (IFU) information such as test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.